Event description:
Information received from the field does not address the patient's clinical status but notes that while the patient was in the hospital, the device could not be interrogated and there was no response to magnet application. No record of follow-up since implant was available.